Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested; however, no damages or abnormalities were noted. The pump did not present any leaks. Inspection of the remainder of the device did not reveal any irregularity. Upon functional testing, the pump performed within specification. Based on the information available and analysis results, no device issues were confirmed. The reported patient symptom of erosion is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. A conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced erosion of the right labium with an artificial urinary sphincter (aus) pump. It was noted that the component was exposed; therefore, a surgical procedure was performed in which the existing pump was removed. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced erosion of the right labium with an artificial urinary sphincter (aus) pump. It was noted that the component was exposed; therefore, a surgical procedure was performed in which the existing pump was removed. No additional information was reported.